Event description:
It was reported that the external pulse generator needed the lower liquid crystal display (lcd) repaired, that lines in the screen were obstructing the selectable numbers in the menu options. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing segments. Upper and lower cases are broken. Battery release, heart block, lead flex cover, heart wire contacts, battery flex, and heart lead flex are contaminated. Battery contacts are compressed. Battery drawer is broken. Cosmetic issue found on the keyboard pad.